Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. -no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated the device is in process of being returned: an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an aortic punch failed during a kidney transplant procedure. During intra-operative use on a vessel, the aortic punch jammed and became stuck. The surgeon handed the device to the scrub technician, who then handed it to the circulator. The circulator immediately bagged the device and notified the charge nurse. No additional procedural details were provided. There was no known impact or consequence to the patient. Attempts have been made and no further information has been provided.